Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 430 mg/dl, compared with the sensor glucose reading of 131 mg/dl. The customer's sensors were replaced, but nothing was returned for analysis. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, device received with intermittent button response due to flattened esc button dome switch . No unlocked j2 or lcd keypad connector.